Manufacturer narrative:
Zimvie complaint number: (B)(4). PMA/510(k) number is unknown. Device is unknown and not returning.

Event description:
It was reported that the implant and driver did not fit and implant fell to the floor. Procedure was completed with another implant.